Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of a device that is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed" I don't have details for the moment I sent an email for obtaining more details and information's patient is ok. Impossible to put the stent into the biliary duct, metallic cable inside flexor is broken. Dr removed the stent and put another one. As per cc form "customer should put a new evo b into a metallic stent already into the patient. The old stent was clogged, they cleaned the old stent and then decided to put a new one inside it. They were in good position front of papilla and opened the package of stent. Stent seemed ok and introduced it on the guide wire with out pb. They introduced the stent into the old one and deployed it. It was very difficult to deployed the stent but they succeed. After they wanted to remove all the system from the patient and scope and it was very difficult to remove it. They succeed but when they check evo system a distal part was broken. They found the missing into the scope operating channel. No part into the patient".

Event description:
The device was evaluated on the 10-oct-18: confirming the flexor was not broken. The FDA MDR precedence for "flexor kinked/ stretched/ broken/ compressed" is no longer applicable, however the file remains reportable based on user error. It has also been confirmed that the rpn related to this complaint is evo-fc-10-11-6-b rather than the previously reported evo-fc-10-11-8-b. I don't have details for the moment I sent an email for obtaining more details and information's patient is ok; impossible to put the stent into the biliary duct, metallic cable inside flexor is broken. Dr removed the stent and put another one. As per cc form "customer should put a new evo b into a metallic stent already into the patient. The old stent was clogged, they cleaned the old stent and then decided to put a new one inside it. They were in good position front of papilla and opened the package of stent. Stent seemed ok and introduced it on the guide wire with out pb. They introduced the stent into the old one and deployed it . It was very difficult to deployed the stent but they succeed. After they wanted to remove all the system from the patient and scope and it was very difficult to remove it. They succeed but when they check evo system a distal part was broken. They found the missing into the scope operating channel. No part into the patient".

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of a device that is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: upon review of the returned device, the polyimide to retrieval loop joint was broken. The stent was not returned with the device. Device was working functionally other than the joint breakage. Root cause: based on the information provided, the most likely root cause of this event was due to the stent in stent procedure. The stent on stent placement (coupled with the stricture) could potentially have constricted the biliary duct internal diameter and it likely the introducer tip was challenging to remove which resulted on the polyimide to retrieval loop joint breakage. This is confirmed by engineering. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1421873 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1421873; upon review of complaints this failure mode has not occurred previously with this lot # c1421873. IFU review: as per the instructions for use, ifu0057-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". ¿passing a second stent delivery system through a just deployed stent is not recommended and could cause the stent to dislodge. Testing of overlapping stents has not been completed and is not recommended. This device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer.¿ on review of the information provided, there is viable evidence to suggest that the user did not follow the instructions for use, due to stent in stent procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. The polyimide to retrieval loop joint was broken. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Note: in correspondence incorrect rpn evo-fc-10-11-8-b was stated. The correct rpn for this pr is (B)(4).